Event description:
It was reported the patient was seen on (B)(6) 2013 due to urinary symptoms. An examination revealed a 1cm x 1cm area of mesh erosion on the posterior vaginal wall within the midline at the mid position of the vagina. The exposed mesh was excised on (B)(6) 2013. The patient was seen for a follow up appointment on (B)(6) 2014. The examination revealed a very tiny mesh erosion, with approximately 3mm mesh exposure. The exposed mesh was removed on (B)(6) 2014. The patient was seen for follow up on (B)(6) 2014 and was asymptomatic. There was no recurrence of prolapse or mesh exposure. No further patient complications were reported in relation to this event.